Event description:
A customer contacted baxter's technical service center to report the homechoice (hc) machine was not pulling solution from one of the supply bags during prime. The care giver (cg) stated they disconnected the supply bag and replaced the supply bag with a new supply bag. The technical service representative (tsr) advised the cg to change out all of the supplies when any supplies needed to be replaced. The tsr advised the cg to end therapy and contact the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated there were no adverse events as a result of this event. The hp also stated she notified her nurse of the event when it originally occurred. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Conclusion: the reported use error was confirmed. The root cause was undetermined. The lot number was unknown; therefore no batch review was performed. A labeling review was performed and found to be adequate and relevant for the reported problem.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.